Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. Visual inspection revealed separated tubing in the middle of y site; further microscopic evaluation showed no visible solvent plow ridge on the tubing end. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set disconnected from the y-site during priming. There was no patient involvement. No additional information is available.